Event description:
In an inbound call with a request for what we recommend to assist with adhesion, the patient mentioned that there is a 104 degree heat index in maryland which caused her to perspire quite a bit and the adhesive all around the v-go managed to come off of her skin. The patient confirmed that she uses an alcohol swab to clear the infusion site prior to applying the cavilon barrier wipes. The patient mentioned that she applied the v-go on the left side of her stomach at 9:30am and it came off at 4:00pm. The patient was advised to contact her health care professional (hcp) to discuss additional recommendations for adhesion. The patient disposed of the box of v-go 20 devices and was unable to provide the lot number or expiration date.